Manufacturer narrative:
Discrepant results provided for (B)(6) 2020 are as follows: the result from the meter was 4.2 inr. The result from the laboratory was 3.2 inr. The time between measurements was within 10 minutes. On (B)(6) 2020, the patient had symptoms of loss of balance and coordination. He contacted his doctor who organized an MRI brain scan which was conducted on (B)(6) 2020. The results indicated that he had a stroke on the (B)(6)-2020. The patient stated the symptoms were temporary with no residual symptoms. All dosage changes prior to (B)(6)-2020 were based on coagucheck meter results. Medwatch field b3 has been updated.

Manufacturer narrative:
No product was returned for investigation. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The meter was returned for investigation. Additional discrepant results provided by the customer are as follows: on (B)(6) 2020, the result from the laboratory was reportedly 2.7 inr. The result from the meter was reportedly 3.3 inr. This result was confirmed in the meter memory. On (B)(6) 2020, the result from the laboratory was reportedly 2.6 inr. The result from the meter was reportedly 3.4 inr. There were no results in meter memory on this date. On (B)(6) 2020, the result from the meter was reportedly 3.3 inr. The result in meter memory was 3.4 inr. On (B)(6) 2020, the result from the laboratory was reportedly 2.5 inr. The result in the meter was reportedly 2.9 inr. This result was confirmed in the meter memory at 16:45. There was also another result in the meter memory of 3.3 inr taken earlier on the same day at 06:43. On (B)(6) 2020, the result from the laboratory was reportedly 2.1 inr. The result from the meter was reportedly 2.6 inr. This result was confirmed in the meter memory. On (B)(6) 2020, the result from the laboratory was 2.4 inr. The result in the meter memory was 3.3 inr. On (B)(6) 2020, the result from the laboratory was reportedly 2.7 inr. The result from the meter was reportedly 3.9 inr. This result was confirmed in the meter memory. On (B)(6) 2020, the result from the laboratory was reportedly 3.2 inr. The result from the meter was reportedly 4.2 inr. This result was confirmed in the meter memory. On (B)(6) 2020, the result from the meter was reportedly 4.4 inr. This result was confirmed in the meter memory. On (B)(6) 2020, the result from the laboratory was 3.7 inr. There were no results in meter memory on this date. On (B)(6) 2020, the result from the laboratory was 4.4 inr. The result from the meter was 5.4 inr. This result was confirmed in the meter memory. Medwatch fields b6, d9, and h3 have been updated.

Manufacturer narrative:
The returned test strips were measured using the returned meter with a high level control sample. Testing results (qc range: 2.7 - 3.3 inr): qc 1: 3.1 inr. Qc 2: 3.1 inr. Qc 3: 3.1 inr. The obtained results were in the allowed range. No error messages occurred during the investigation. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Initial reporter occupation: occupation is lay user/patient. The meter and test strips were requested for investigation. Routine retention testing is performed. Test strip retention samples passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." If further information becomes available, a follow-up report will be submitted. Foreign country: this event occurred in (B)(6). Unique identifier (UDI) #: (B)(4).

Event description:
In (B)(6) 2020, the reporter alleged the patient had an embolic stroke and was instructed to work toward a range of 3.0-3.5 inr. The patient stated he was struggling to maintain his inr levels in such a tight range. No further information was provided for this event. In (B)(6) 2020, the patient had another episode that was diagnosed as a transient ischaemic attack. The patient stated that after his inr was tested at the hospital it became evident that the inr levels from his meter were consistently higher than the inr results from the laboratory. The patient stated he had done comparisons between his meter and the laboratory for six days. The results showed on average the meter was reading 0.9 higher than the lab results. The meter recorded a reading greater than 1.0 above the lab results on three out of the six days of comparisons. The patient also used two separated batches of test strips during these comparisons. The exact measurements from the meter and the laboratory were not provided. The patient¿s therapeutic range is 3.0-3.5 inr. The frequency of testing was requested but not provided. Examples of additional information requested include: the exact timeline of the event. Meter to laboratory comparison inr results. Whether there were any dosage changes of warfarin prior to the event and if so based on which inr results. Whether there were any changes to the patient's therapeutic range in the course of the events. Diagnostic tests performed and results related to the events such as brain imaging, echocardiography (transthoracic/ transesophageal), sonography of carotid arteries. Any treatment the patient received related to the event. To date, this information has not been provided. This MDR is being submitted in an abundance of caution.